Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly and size of air bubble was 0.1 cm. Customer¿s blood glucose level was unknown. Customer also stated that the no rewind with a reservoir in place. High pressure test was performed and no leak detected. The device will not be returned for analysis.